Event description:
Reporter indicated that patient underwent ncp system replacement surgery due a jaw pain. The patient reportedly experienced pain up the side of their face with stimulation. Device diagnostic testing was within normal limits, indicating proper device function. X-rays reviewed by treating neurosurgeon did not reveal any obvious discontinuities in the ncp system. The lead was replaced due to suspected microfracture of the insulation. The generator was replaced prophylactically as it would soon be nearing end of service. The patient's pain resolved following ncp system replacement surgery.